Manufacturer narrative:
The event took place in (B)(6).

Manufacturer narrative:
The investigation identified an interfering factor to streptavidin. The possibility of this interference is covered in product labeling.

Event description:
The customer complained of possible interference and questionable results for 3 samples from one patient tested for digoxin. The customer stated the samples were high when tested on a cobas 8000 e 602 module, serial number (B)(4), but were normal when tested with siemens technology. The samples were retested at the request of the doctor because the results did not fit the clinical picture. A sample from (B)(6) 2014 yielded an initial result of 2.56 ug/l. The repeat result, tested on (B)(6) 2014, was 1.6 ug/l. A sample from (B)(6) 2014 yielded an initial result of 2.06 ug/l. The repeat result, tested on (B)(6) 2014, was 1.0 ug/l. A sample from (B)(6) 2014 yielded an initial result of 1.19 ug/l. The repeat result, tested on (B)(6) 2014, was 0.5 ug/l. Initial results for the first two samples were reported outside the laboratory; it is unclear if the initial result for the third sample was reported. The patient's treatment was altered due to the results, but the customer did not provide details. The patient was not harmed by any action taken.

Manufacturer narrative:
Interference testing with the drug, previscan, showed no influence on test results.